Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-90a, UDI:(B)(4), serial:(B)(6), batch:8583643

Event description:
It was reported that the patient was experiencing ineffective therapy and coverage. As such, surgical intervention took place, where the patient's abbott drg system was explanted and replaced with an abbott scs system. Therapy was restored post operatively.